Manufacturer narrative:
Complainant city: (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: a synergy ous mr 3.00 x 16 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage and movement on the balloon. Stent strut rows 1 and 8-11 (counting from proximal towards distal end) were damaged. The stent had moved distally on the balloon. The remainder of the stent appeared undamaged and the outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The crimp stent manufacturing data of the complaint device was reviewed. The review showed that the stent crimp force, the crimp temperature and the maximum crimped stent profile for the device were all within specification. The maximum crimped stent profile was measured and was within the maximum crimped stent profile measurement. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 11-may-2017. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the mid left anterior descending artery (lad). A 3.00 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent moved on balloon and stent damage.